Manufacturer narrative:
One device was returned for analysis of complaint that pump was rejecting the cassette during testing. Found no service history in last 12 months. Review of event log confirmed high alarm displayed: cassette not attached properly. Visual and functional testing was performed. Complaint was confirmed through occlusion test and latch lock test. Upon further investigation, found downstream occlusion (dso) sensor defective. Replaced defective components and device passed testing post repair.

Event description:
It was reported pump was rejecting the cassette during testing. Although the cassette is fully connected, the unit displays a ¿not connected/not attached¿ status. There was no patient involvement.